Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, the cartridge is contraindicated for use with products other than humalog and novalog.

Event description:
It was reported that the customer has been experiencing high blood glucose levels. Customer does not load insulin at room temperature and is currently using apidra she took a correction bolus to stabilize her blood glucose levels.